Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while taking off the unit from patient left middle toe, there was stage one pressure injury from the device. The patient was transferred to icc from trauma stepdown just over 24 hours previously so the injury occurred while the patient was on that unit. There were multiple shifts where respiratory therapy did not document an assessment of the skin underneath patient's respiratory devices.